Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed during sensing test. All other parameters were good. Reprogramming was performed. Patient condition was good.